Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low hemoglobin (hgb) and hematocrit (hct) results on one patient sample that were generated by the coulter ac*t diff analyzer. The sample was run three times on the instrument and repeated with similar low results, hgb (5.2-7.0) and (hct 17-19). Instrument printouts were requested, but were not provided at the time of this investigation. The erroneous results were not reported because the physician did not believe the results were correct. The patient was sent to a nearby hospital for further testing and the hgb (12.3) and hct (34.2) results obtained were within normal range. There was no death, injury, or affect to patient treatment.

Manufacturer narrative:
There was no sample collection or storage information provided for this event. Controls were run in the morning before the incident and recovered within limits. Service was not dispatched for this event; however, there has been four service visits to this instrument in the past for various issues. Per service documentation, as of (B)(4) 2011, the instrument has been replaced and no further issues have been reported. The root cause is unknown to date.